Event description:
The nurse informed that the screw (B)(4) was missing of the packet of 500-11-50d (which should include that screw). They managed to continue the operation using their own stock's screw (B)(4). Sales rep was not present at the surgery.

Manufacturer narrative:
This event was discovered during a review of data reports. If additional information becomes available, it will be submitted in a supplemental report.